Event description:
A us distributor reported that a patient's electrode belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins) has been confirmed. Upon investigation, the belt was unable to recognize therapy electrodes. The root cause for the failure was a bent pin in the trunk cable. The root cause for the bent pin was excessive force. No adverse event resulted from the damaged electrode belt.